Event description:
It was reported that this right ventricular (rv) lead exhibited impedances issues along with high pacing thresholds. Subsequently, the lead was explanted and replaced successfully. No additional adverse patient effects were reported.